Manufacturer narrative:
The device was returned to animas. Eval revealed moisture residue on the pcb. The pump history could not be downloaded or investigated because the pump failed to power on.

Event description:
The distributor reported that the pump will not start and cannot find any cracks or damage. The battery and battery cap were replaced and the pump still did not power on. The pump reportedly lost power without user intervention. There is no sound coming from the pump.